Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. The only information at this time is that the clips came out sideways. Unsure if the clips came off tracks or if the clip scissor. Will follow up with the physician in person to get more details. The device is available for return. Additional information received via email from account manager on thursday, (B)(6) 2018. The surgeon did not torque the jaws on vessel or tubular structure. Does not recall whether the tips were visible, but the duct was not abnormally large. The surgeon did not skeletonize the tissue while the clip was loaded in the jaws. She believes that the issue occurred on the first clip that was fired. Three clips were fired, and there was an issue with all three. It appeared to properly seat in the jaws the first time. She is not sure about the second and third times. Yes, a clip was formed when the trigger was squeezed, but the clip did not close around the duct. Instead, it formed but stuck to one side of the jaws. The resident stated that the first clip loaded into the jaws correctly, but when the trigger was squeezed plastic to plastic and then released, she and the doctor noticed that the tips of the clip were not aligned (the clip had scissored). They removed the clip from the duct and fired a second clip. After this clip was fired, they noticed that no clip had actually closed around the duct. Instead, a fully formed clip was observed still attached to one side of the jaws of the clip applier. A third clip was then fired, and the same thing occurred- the clip did not close around the vessel. Instead, a fully formed clip fell out of the jaws after the third fire. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, but the complainant¿s experience of incomplete clip closure was unable to be replicated. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by clip application technique. The instructions for use (IFU) instructs the user to "fully compress the trigger against the handle to ensure clip formation, "do not twist or torque the clip applier jaws excessively when positioning or firing on a tubular structure or vessel. Excessive twisting or torquing may result in a malformed clip", and "ensure the clip is secure and completely positioned around the tissue being ligated." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. The only information at this time is that the clips came out sideways. Unsure if the clips came off tracks or if the clip scissor. Will follow up with the physician in person to get more details. The device is available for return. Additional information received via email from account manager on thursday, 13sep2018. The surgeon did not torque the jaws on vessel or tubular structure. Does not recall whether the tips were visible, but the duct was not abnormally large. The surgeon did not skeletonize the tissue while the clip was loaded in the jaws. She believes that the issue occurred on the first clip that was fired. Three clips were fired, and there was an issue with all three. It appeared to properly seat in the jaws the first time. She is not sure about the second and third times. Yes, a clip was formed when the trigger was squeezed, but the clip did not close around the duct. Instead, it formed but stuck to one side of the jaws. The resident stated that the first clip loaded into the jaws correctly, but when the trigger was squeezed plastic to plastic and then released, she and the doctor noticed that the tips of the clip were not aligned (the clip had scissored). They removed the clip from the duct and fired a second clip. After this clip was fired, they noticed that no clip had actually closed around the duct. Instead, a fully formed clip was observed still attached to one side of the jaws of the clip applier. A third clip was then fired, and the same thing occurred- the clip did not close around the vessel. Instead, a fully formed clip fell out of the jaws after the third fire. Patient status: no patient injury.